Manufacturer narrative:
(B)(4). The affected product was returned to nuvasive for eval. The rod exhibits material deformation and has a slight lip on the caudal end, indicative of slippage from the screw connector while the lock screw. Witness marks indicate the lock screw was fully tightened down. The returned lock screws also show slight anodization wear on their inferior surfaces, confirming sufficient rod contact after final lock screw tightening. Add'l marks indicate that the rod was not fully seated prior to final lock down. This technique issue caused some "gapping" between the pre-bent rod and the slot in the iliac screw's tulip/connector, which led to reduced surface area contact between the lock screw and rod. Root cause of the event appears to be related to surgical technique: a slightly undersized rod that was not fully seated in the iliac tulip/connector prior to final lock screw tightening. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
Approx one month after the initial surgery on (B)(6) 2013, the caudal end of an armada rod was found to have slipped out of the connector on the left-side iliac screw. The event was confirmed radiographically during the 1-month follow-up visit. Revision surgery was performed on (B)(6) 2013 to remove and replace the affected screw, rod, and lock screws. During the revision surgery, a larger 300 mm rod was cut to size and implanted to ensure sufficient rod overhang at the caudal end of the construct to prevent recurrence.